Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No delivery anomaly or the device suspending on its own noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had some issues with his insulin pump. Customer stated that his insulin pump was not delivering the right amount of insulin, and it suspended on its own. Nothing further was reported.